Event description:
Bath chair would not lock onto carrier base. Chair slid off base. Chair with resident in it fell to the floor. Resident hit back of their head on tub. They required x-rays. Results were negative.